Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, ubd: unknown, UDI: unknown, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to the camera having an orange light a1102: applicable to "localizer not connected" message a12: applicable to localizer not connected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was left on for about 2hours and during setup of equipment, the system displayed "localizer not connected" and the camera had an orange light. The event log indicated a firmware incompatibility detected. The procedure was continued with another navigation system. Troubleshooting was performed. The manufacturer representative (rep) reseated all connections to the camera, and upon rebooting, the camera received power, and the network device interface (ndi) toolbox showed no errors, but the event log noted firmware incompatibility. Technical services confirmed this as a recoverable fault with a hard reboot of the system. The issue was resolved on call. The issue caused less than an hour delay, and no reported patient impact.